Manufacturer narrative:
UDI - unavailable - lot number unknown. The actual device was returned to the manufacturing facility but the product lot number is unknown. The needle was observed to be ruptured close to where the hub and the needle were bonded. The needle was observed to be deformed and glue was found to be missing from the needle where it once tilted. No trace of deterioration such as a scratch or rust to degrade the overall strength of the needle was observed. Our products comply with iso 9626; 1991; stainless steel needle tubing for manufacture of medical device. A review of the manufacturer inspection record for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
A patient reported the following to the nurse. The patient reported they had attached the product to the pen-type injector and the needle was shortly punctured by oneself to the abdominal. When the insulin injection was completed and removed, the patient observed the needle tip was missing. An observation by the hospital was conducted. No health impact to the patient has been reported so far. The patient who has been injecting the needle by oneself three times daily, is well experienced of product handling. The product was handled as normally done, however the tip of the needle was found to be missing. No sense of discomfort was felt in the abdominal. An x-ray and an echocardiography were conducted, but the fragment was unable to be observed. The current condition of the patient was reported to be fine.